Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Healthcare professional reported unknown side implant rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: observed, rupture on the device. Observed, red particles in the gel and the device.

Event description:
Healthcare professional reported, implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.